Manufacturer narrative:
Device evaluation: the service technician duplicated the reported problem and replaced the flow sensor. Additionally, review of the diagnostic log revealed occurrence of proximal pressure sensor range error (error code 110d). Resolution and disposition: data acquisition board was replaced to prevent recurrence of proximal pressure sensor range error.

Manufacturer narrative:
The unit was received at the international service center for evaluation and the reported complaint was confirmed. It was determined to have occurred due to failure of the flow sensor. Estimate is awaited for customer's approval to complete repair. (B)(4).

Event description:
The international customer reported the exhalation port was used but leak amount was not displayed and low leak-co2 rebreathing risk alarm occurred. There was no patient involvement.

Manufacturer narrative:
Gds manifold assembly was received at the v60 vent manufacturing facility for evaluation. Visual inspection did not identify any signs of damage or contamination. The gds was installed in a test ventilator. Error ¿low leak ¿ co2 rebreathing risk¿ appeared on the screen after about 20 seconds of operation. In addition, the unit did not pass the air flow accuracy test. The displayed air flow showed 1.8 lpm at zero flow and 4.0 lpm at maximum flow. This was traced to the air flow sensor u1 which was replaced. Therefore, the root cause for the reported problem of ¿low leak co2 rebreathing risk¿ alarm e/c 1203 occurred was due to failure of the air flow sensor u1 from the returned gds (gas delivery system).